Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on the (B)(6) 2015 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The device failed multiple self-tests due to a low battery between the (B)(6) 2015 and the (B)(6) 2015. The returned pad-pak was installed, the device powered up and immediately shut down with a low battery device service required prompt. This confirms the reported fault. A test pad-pak was installed and passed a self-test. The pad-pak was disassembled for investigation and the cells were found to be depleted. Test therapy was carried out, the device delivered a test shock successfully and an acceptable measurement was recorded. The device powered off with no warnings given and a green flashing status led. Investigation found the reported fault can be attributed to the pad-pak becoming depleted. Investigation was unable to accurately determine the cause the premature depletion of the pad-pak.

Event description:
There was no patient involved in this event. Pad unit has low battery warning with new pad-paks.